Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6441632. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure, a 4mm x 23mm enterprise 2 stent (encr402312 / 6441632) was used and it was reported that the stent was impeded in the microcatheter (unspecified brand) and could not be advanced further. The physician retracted the device and observed that the stent body was no longer connected to the delivery wire. A new device was used to complete the procedure. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a vascular stent placement procedure, a 4mm x 23mm enterprise 2 stent (encr402312 / 6441632) was used and it was reported that the stent was impeded in the microcatheter (unspecified brand) and could not be advanced further. The physician retracted the device and observed that the stent body was no longer connected to the delivery wire. A new device was used to complete the procedure. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this complaint file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed already detached from the unit. The introducer and the delivery wire were observed to be in good condition. The stent component underwent microscopic inspection. Under magnification, no abnormalities (i.e., no broken struts, no kinks, and no deformation) were observed. With the stent component already detached during the procedure after the physician retracted it, the reported issue related to the stent being impeded could not be analyzed. The reported issue related to the premature deployment was confirmed based on the condition of the returned stent component. However, there were no abnormalities observed on the device that may have contributed to the reported issue in the complaint. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. Since the concomitant microcatheter was not returned for investigation and with the limited information provided at this time, no further evaluation or identification of contributing factors could be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6441632. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 25-aug-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.